Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurements. This lead was surgically abandoned and was replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).